Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient turned stim down as much as they could while trying to feel it but still felt pain. Patient had follow up with doctor tomorrow in regards to itching and burning sensation when they voids. Patient mentioned that it's been going on for 3 days now. Patient stated that they started experiencing bleeding as of last night and burning when wiping after each void. Patient mentioned that they followed up with their doctor today and had a yeast infection. Doctor gave medicines and advised them that they would still retaining some urine. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was given antifungals to resolve the issues. The cause of the issues was the yeast infection and it was resolved.